Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #2) used to treat the patient. The patient's attorney alleged surgical intervention, however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1) and bard/davol ventrio st (device #3). Not returned.

Event description:
Attorney alleges that on (B)(6) 2005, (B)(6) 2011, or (B)(6) 2016, the patient underwent surgery for implant of unspecified bard/davol product: perfix plug (device #1), ventralex hernia patch (device #2), or a ventrio st (device #3). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug (device #1), ventralex hernia patch (device #2), and the ventrio st (device #3). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.